Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The image failure resulted from a faulty cable which needed to be replaced. The serial plat was also faded. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the hd camera head did not display an image. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to correct information provided in the initial medwatch report and to provide additional information based on the legal manufacturer's investigation. Correction: b5, e2, e3, d8, h6 (health impact code), h4: information in these sections was inadvertently left out of the initial medwatch report. Correction to information provided in the initial report: b3, g3 (the aware date of the initial medwatch should have been 17mar2023), h6 (component code). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely that a cable failure has resulted in poor communication and intermittent image display. However, a conclusive root cause could not be determined. The device's instruction manual provides the following warnings which may help to prevent the issue: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cablemay be damaged. Never excessively pull the camera cable, but straighten it gradually when it iscoiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable.the camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the cameracable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ per the legal manufacturer, the other device defect included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunction was to recur. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue (no image) was observed while preparing the subject device, prior to an unspecified procedure.